Event description:
It was reported that guidewire detachment and blood flow obstruction occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the non-tortuous and severely calcified tibial artery. A 300cm, 8cm v-18 control wire was advanced with the support of an 018" rubicon support catheter. However, the end of the wire looped and kept getting hung at a tight peroneal artery stenosis that was very calcified. When the physician pulled the guidewire back into the rubicon support catheter, a piece of the wire sheared off. It was discovered under angiogram that the distal blood flow was sluggish and that is when the retained wire fragment was seen. Subsequently, the physician attempted to suction the fragment back into a 035" rubicon support catheter but was unsuccessful. A 014" non-boston scientific guidewire was then used to push the fragment down into the distal pedal arch vessel where blood flow was no longer impeded, and the procedure was completed. No further patient complications were reported and the patient fully recovered.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned by the customer; nevertheless, physician has provided two pictures of the device. As per pictures provided, the images are inconclusive for the investigation. Visual and microscopic inspection revealed the guidewire was bent and detached at the distal tip. The coating of the guidewire was observed peeled at the distal section. No more issues or damages were observed on the device.

Event description:
It was reported that guidewire detachment and blood flow obstruction occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the non-tortuous and severely calcified tibial artery. A 300cm, 8cm v-18 control wire was advanced with the support of an 018" rubicon support catheter. However, the end of the wire looped and kept getting hung at a tight peroneal artery stenosis that was very calcified. When the physician pulled the guidewire back into the rubicon support catheter, a piece of the wire sheared off. It was discovered under angiogram that the distal blood flow was sluggish and that is when the retained wire fragment was seen. Subsequently, the physician attempted to suction the fragment back into a 035" rubicon support catheter but was unsuccessful. A 014" non-boston scientific guidewire was then used to push the fragment down into the distal pedal arch vessel where blood flow was no longer impeded, and the procedure was completed. No further patient complications were reported and the patient fully recovered.